Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were malignant pain and colon. The patient reported that since (B)(6) 2015 the patient had been ¿arguing¿ with the healthcare provider that the pump "wasn't working." The patient¿s pain had come back and the patient had asked the healthcare provider for something for the pain until they figured out what's wrong with the pump. Per the patient the healthcare provider refused. When the healthcare provider finally checked it he said there was something wrong. The healthcare provider ¿ran a test¿ and said ¿your right it isn¿t working¿ and the medication was not going where it supposed to . The patient stated that in (B)(6) 2015 the healthcare provider "shut my pump off" and gave the patient ¿percocet tens¿ . The patient stated that when the healthcare provider turned the pump off on (B)(6) 2015 ¿ I went into withdrawals¿ that ¿could have killed me¿ the healthcare provider refused to give the patient more medication as the patient stated the healthcare provider stated that the patient ¿abused¿ the prescription. The patient further stated that he was not going to lie he ¿ ate more percocet tens that I should have to stop the pain and the withdrawal. The patient¿s family brought the patient to the ER (emergency room) and the ER (emergency room) healthcare provider gave the patient a syringe of what medication was in the patient¿s pump in his side. Per the patient the ER (emergency room) healthcare provider said the patient need a shot every 30 minutes for the next four hours. Per the patient the ER (emergency room) healthcare provider stated the healthcare provider ¿should have never given the patient percocet tens and never should have shut the pump off. The patient was unhappy with their healthcare provider and stated that "no other doctor will see me" because he has the pump implanted. The drug being delivered at the time of the event, the other medications the patient was taking at the time of the event, the patient¿s pertinent medical history, troubleshooting related to the pump not working and the cause of the pump not working not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.